Event description:
The customer received a high out of range control reading of 264mg/dl on the contour usb meter. The reading was not automatically marked as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. The customer returned the control solution for evaluation. A new kit was sent to him.